Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that drops were seen in the drip chamber during infusion. After 2.5 hours, very little medication was delivered from the bottle and it was supposed to be a six hour infusion. The clinician changed pump modules and programmed fluid with no issues. This was reported to bd representatives during their site visit. There was patient involvement but no harm. Bd clinical practice consultants also provided the extra following information: unit reported an under infusion of ivig (privigen) 85gm 850 total volume bottle 1 was 400ml. Bottle 2 was 400ml. Intended programmed vtbi was 485ml. Initially programmed from bar code scanning then manually programmed titrations: 24ml/hr for 30 minutes. 49ml/hr for 30 minutes. 99ml/hr for 30 minutes. 198mls/hr until total volume infused. Device infused 360ml over 3 hours but expected 485ml to be delivered over this time frame.

Event description:
It was reported that drops were seen in the drip chamber during infusion. After 2.5 hours, very little medication was delivered from the bottle and it was supposed to be a six hour infusion. The clinician changed pump modules and programmed fluid with no issues. This was reported to bd representatives during their site visit. There was patient involvement but no harm. Bd clinical practice consultants also provided the extra following information: unit reported an under infusion of ivig (privigen) 85gm 850 total volume. Bottle 1 was 400ml. Bottle 2 was 400ml. Intended programmed vtbi was 485ml. Initially programmed from bar code scanning then manually programmed titrations: 24ml/hr for 30 minutes. 49ml/hr for 30 minutes. 99ml/hr for 30 minutes . 198mls/hr until total volume infused. Device infused 360ml over 3 hours but expected 485ml to be delivered over this time frame

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: PMA / 510(k)#. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the suspect pump module under infused of ivig (privigen) was not replicated during laboratory testing. No external or internal conditions were identified during the inspection of the suspect pump module that could be associated with the issue reported in this complaint. All inspected parts were manufactured by bd. Timed rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. The administration set is working under the correct parameters, and the IV disposable passed all leak tests. The programmed total volume observed in the log review of the suspect device was 371 ml on the day of the event issue. This information is consistent with what the customer who infused reported. The suspect pump module (B)(6) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date to 08apr2025 and the time was not reported. The customer reported very little medication was delivered from the bottle, for three hours and it was supposed to be a six-hour infusion. The infusion reported was ivig (privigen) 85 grams with 850 ml; the device infused 360 ml but expected 485 ml to be delivered and the infusion was manually programmed titrations. O at 9:33 am the pump module was attached on label b to the pcu (B)(6). O at 9:54 am pump module was programmed a primary infusion. Rate = 24 ml/h and vtbi = 12 ml; infusion lasted thirty (30) minutes. O at 10:24 am pump module was programmed a primary infusion. Rate = 49 ml/h and vtbi = 24.5 ml; infusion lasted thirty (30) minutes. O at 10:55 am pump module was programmed a primary infusion. Rate = 99 ml/h and vtbi = 49.5 ml; infusion lasted thirty (30) minutes. O at 11:25 am pump module was programmed a primary infusion. Rate = 198 ml/h and vtbi = 285 ml; infusion lasted an hour and a half. O at 12:54 pump module was removed and power off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. The bd alaris system user manual (v12.1), states within warnings and cautions, "to prevent a potential free-flow condition. Ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door". The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module (B)(6) (w/o: 01942859) the device was disassembled for this investigation. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported under infusion of ivig (privigen) was not identified during the investigation. Testing found the suspect pump module to be infusing within specifications. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.